Manufacturer narrative:
Investigation summary: customer returned (5) sealed 4mm, 32g pen needles from lot # 7032841. Customer states that they experienced an inflamed area/burned area after usage at site. All returned pen needles were tested for point geometry, lube, and cannula od. All observations fall within specifications. As per manufacturing, a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for ID. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd ultra-fine¿ pen needle 32g x 4mm caused an inflamed, burned area around injection site on five occasions. Serious injury. Medical intervention unknown.